Event description:
During arterial closure, the perclose closure device failed causing a pseudoaneurysm. Patient admitted to scu where pressure was held for a period of time. Patient discharged with no adverse effects.